Event description:
The pt fell dislocating the acetabulum and outer cup. During closed reduction, the inner head and liner were disassociated. Revision surgery was performed. The following component is from the same complaint pfc modular hip system-hip head cat#85-18818,lot#unk.

Manufacturer narrative:
The evaluation of the device and review of the mfg batch records yielded the following: the device was mfg to specifications, materials were within specifications and no defects were found. Jjpi considers this file closed.